Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 82 months ago. Aneurysm morphology from the time of implant is unknown. The patient compliant with normal follow-up appointments. It was reported that a recent routine follow-up CT revealed that the aortic neck has 95 degree angulation and disease progression. The stent graft has migrated approximately 2 cm distally from the renal arteries with a type I endoleak present. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Aortic neck angulation, and disease progression. Conclusion: aortic neck angulation, and disease progression.